Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt ECG c&d cable¿s lead-1 white wire being broken. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.